Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that he was unable to test due to the freestyle libre reader not powering on with button press or strip insertion. The customer was unable to self-treat and taken to the hospital where he received unspecified treatment for hyperglycemia diagnosis. There was no report of death or permanent injury associated with this event.